Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use when the issue was identified. The procedure was aborted and arranged a later time. The customer declined to authorize the onsite evaluation and repair service, and no further information has been received. No work performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the screen did not show images. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.